Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
Additional information received indicated this patient additionally had an infection and the entire system was extracted. No adverse patient effects were reported as a result of the procedure. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The field reported fault/error codes were also due to higher cell impedance that caused the extended charge times. Together with the higher battery impedance, the frequent attempt of the device to charge the high voltage (hv) capacitor between the eol and bex period could have caused excessive heat generation inside the battery, resulting possible swelling of the battery.

Event description:
--

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was lost to follow-up and their device was found to be in storage mode. It was also reported the patient experienced a syncopal episode. No additional adverse patient effects have been reported.